Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the connection to the wireless footswitch sporadically breaks off. Upon troubleshooting actions, fse went onsite and identified issue and replaced wireless footswitch in another case. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue where a prior occurrence led to serious injury (B)(4), the customer reported that the wireless footswitch had connection issue. The fse addressed this issue and replaced wireless footswitch in another case. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch intermittently lost connection with the system. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.